Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 49 mg/dl and carbohydrates were consumed to address the low bg. The pump basal rate setting had been recently changed and was the suspected cause of the low bg. A pump system check was performed and no device issues were identified.